Manufacturer narrative:
It was reported by the hospital contact that the coil (641cf2505/c16557) got detached in the echelon 10 microcatheter (details unknown) while deploying. The whole system was removed and a new microcatheter (details unknown) was used to complete the procedure. It was initially reported that the product will not be returned for analysis. There were no damages noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the microcatheter and guidewire when accessing the target site. There was resistance during advancement of the coil through the microcatheter at the last few centimeters approx. 2 cm and it was stuck at a specific point. There was no resistance during positioning in the aneurysm. The coil was not used like a guidewire to reposition the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning because it was the 1st coil and could not take a desired basket as required so quite time repositioning was done. Coil entanglement with previously placed coils was not suspected to contribute to the event since it was the first coil. There was no clinically significant delay in the procedure due to the event. Very limited information was received. The echelon 10 microcatheter was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. In an attempt to remove the coil the microcatheter and the microcoil system without damage, the combined and stuck units underwent ultrasonic vibration and cleaning for 48 hours. The device positioning unit (dpu) and the microcatheter were returned severely entangled. Both the microcatheter and the dpu exhibit memory retention of severe rotational torque. Located 35.5 centimeters off the proximal end is post-procedural severe kinking to the dpu. The coil was still attached to the dpu inside the microcatheter and was mechanically detached during laboratory attempts to remove the complete unit as the coil and dpu were moving together during both retraction and advancement movements. The echelon 10 microcatheter passed inspection with no defects or damage found other than reported in this narrative. The distal tip of the coil was found to have been lodged into the distal tip of the microcatheter. The coil was dislodged and advanced through the distal tip of the microcatheter prior to its mechanical separation inside the microcatheter. The coil was found already stretched when advanced out of the distal tip of the microcatheter before any retraction movements were attempted. The stretch resistant suture was already detached from the distal tip of the coil which removed the ball tip. The coil was mechanically detached inside the microcatheter during laboratory attempts to remove the complete unit from the microcatheter. No manufacturing defects were found. The complaint of the coils unintended detachment inside the microcatheter is not confirmed. The coil was advanced and retracted multiple times while still inside the returned microcatheter during laboratory testing, therefore the root cause of the coils unintended detachment by the end user cannot be determined as the coil was mechanically detached by laboratory personnel during attempts to remove the coil from the microcatheter after confirming that the coil was not detached from the dpu. The complaint of the coil encountering resistance and becoming stuck at the last 2.0 centimeters of the microcatheter is confirmed. The coil was found fully lodged and anchored into the distal tip of the microcatheter to the point where the coil could not be advanced or retracted. The circumstances of how and when this occurred cannot be determined although it most likely occurred during repositioning during a retraction movement especially if the microcatheter was at an acute angle to the target site. If the microcatheter was at an acute angle to the target site, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the complaint of the microcatheter loss of the target site is confirmed. The coil was lodged and anchored into the distal tip of the microcatheter during repositioning and could not be retracted, therefore the microcatheter and the microcoil system had to be removed as one unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown); new microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the coil ((B)(4)) got detached in the echelon 10 microcatheter (details unknown) while deploying. The whole system was removed and a new microcatheter (details unknown) was used to complete the procedure. It was initially reported that the product will not be returned for analysis. There were no damages noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the microcatheter and guidewire when accessing the target site. There was resistance during advancement of the coil through the microcatheter at the last few centimeters approx. 2 cm and it was stuck at a specific point. There was no resistance during positioning in the aneurysm. The coil was not used like a guidewire to reposition the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning because it was the 1st coil and could not take a desired basket as required so quite time repositioning was done. Coil entanglement with previously placed coils was not suspected to contribute to the event since it was the first coil. There was no clinically significant delay in the procedure due to the event.